Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had dbs over 8 years now and ever since then, they turn stim off at night and back on in the morning because when they do not turn stim off at night, by the third night their symptoms are worse, it's like stim is not even turned on. The patient was redirected to their healthcare provider to further address the issue. Additional information was received: it was reported that the patient's symptoms began to worsen if they didn't turn their stimulator off for two or more nights, but they didn't realized how much worse it was getting. They thought their essential tremor was just progressing as they were told it would at the time of the dbs surgery. Steps taken to help the issue was to do troubleshooting with a rep. The patient said their head hurt so bad after trying to repeatedly turn off the stimulator that they got no relief until they were able to sleep about 6 hours later. Every time they tried to turn it off they would get a little "buzz" in their head like it was trying to connect but couldn't. An appointment was made for an office visit on (B)(6). After the appointment they were not able to get the stimulator to turn off. They did say to turn the therapy settings down to 0 at night and revert therapy in the morning and that had helped the patient. There was an other appointment scheduled for (B)(6) 2022.